Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of myocardial infarction is listed in the xience skypoint, everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect of myocardial infarction, and the relationship to product, if any, cannot be determined; however, the subsequent unexpected medical intervention and hospitalization appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that on (B)(6) 2025, the patient, with a history of coronary artery disease and non-st elevation myocardial infarction (nstemi) had two xience skypoint (a 2.5x23mm and a 2.75x38mm) stents implanted. The patient was re-admitted on (B)(6) 2025 with chronic ischemic heart disease and nstemi. Percutaneous transluminal coronary angioplasty was performed. The patient was discharged home on (B)(6) 2025. There was no adverse patient sequela. No additional information was provided.